Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. Unable to verify the battery out limit alarm due to the blank display.

Event description:
The customer called to report continuous problems with battery out limit alarms. During the call, the screen went blank. Advised that the insulin pump would be replaced. Nothing further was reported.